Event description:
On 1/16/98 following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's groin. The pt reportedly developed leg pain some time after placement (exact onset or duration not documented) which resolved without intervention. On 4/17/98 the pt presented to the hospital where she was identified to have an occlusion of the common femoral artery. Iliac stents and a graft were placed with apparent resolution of the event. The pt tolerated the procedure well and was discharged home. As of 5/22/98 there has been no further report of complication or pt sequelae made to the MFR.